Event description:
It was reported that "staple misaligned". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly. Upon functional testing, the first staple fully formed and released without reopening. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining 35 staples were successfully inserted into a simulated skin pad with proper forming and release. No defects were observed with the pawl subassembly. The device was disassembled and die casting anomalies on the forming tool were also discovered. The stapler was returned with 36 staples in the cover block. Per DHR the product visistat 35w 6/box lot # 73h2400897 was manufactured on 08/26/2024 with a total of (B)(4) pieces. Lot was released on 09/06/2024. DHR investigation did not show issues related to complaint. Actions to address this issue of the cover block bottom positioned incorrectly were established as part of a non-conformance, which was closed. The sample was manufactured prior to these actions. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staple misaligned". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.